Event description:
Follow-up revealed the patient was hospitalized for four days "do" to pain at the ipg site. Surgical intervention remains pending to address the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.

Event description:
Additional information determined the patient underwent surgical intervention were the ipg was explanted and replaced resolving the pain. Surgical intervention addressed the issue.